Event description:
The device was returned to baxter for service. During service testing, the baxter technician reported an infusion pump with depleted main batteries. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information was available

Manufacturer narrative:
Evaluation summary: the reported condition of depleted main batteries was confirmed by a baxter repair technician. Inspection of the device revealed potentially depleted main batteries, which were replaced. The device was tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.